Manufacturer narrative:
Submit date: 04/19/2011. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
On (B)(6) 2011, covidien was informed of a customer who had an issue with a heparin prefilled syringe. The attorney alleges that in late (B)(6) 2008, the pt was administered heparin at the hospital. Shortly thereafter, the pt began to experience symptoms consistent with the adverse reactions associated with contaminated heparin. Upon info and belief, the alleged thereon, on at least one occasion, the heparin administered to the pt was contaminated heparin. The pt passed on (B)(6) 2008.